Event description:
During knee arthroscopy, the tip of the nerve hook instrument broke off while attempting to pull the meniscus out. The tip was retrieved from the surgical site without incident and there was no harm to the patient.